Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device's electrode tray was having connection issues. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified that the electrode tray generated the error " replace electrode tray." The device was replaced to resolve the issue. The cause of the reported issue could not be determined.